Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated during dialysis treatment, catheter was seen at the hub of the catheter. The catheter was in place for one month and pulled and replaced on (B)(6) 2013. The patient has recovered with no further issues. There is no additional information available.

Manufacturer narrative:
(B)(4). The device history record review indicated that there was no quality issues associated with this defect mode. On (B)(4) 2013 the complaint sample was received at the manufacturing site for review. One 14.5 fr. X 33 cm palindrome dual lumen catheter was returned. The complaint report indicated that the product was a 14.5 fr. X 55 cm palindrome however a 14.5 fr. X 33 cm palindrome was returned. The returned sample was received in unknown sealed packaging material. The catheter was missing the cuff. There was yellow staining on the catheter. There was adhesive tape at two locations on the catheter; at the base of the hub and approximately two inches from the base of the hub. The adhesive tape was removed from both locations and the catheter was subjected to a underwater leak test. The distal end of the catheter was clamped and air was infused into each lumen to check for leakage. When air was infused into the venous lumen bubbled were detected. When air was infused into the arterial lumen bubbles were detected. The catheter was placed on the optical microscope for magnification and inspection where the source of the leakage came from a slice in the catheter tubing wall which measured approximately 0.13 inches and was located approximately 0.15 inches from the base of the hub. The slice went through the venous and arterial lumen catheter tubing wall. The catheter was measured and found to be within manufacturing specifications. Based on the returned sample this complaint has been confirmed. However it is not considered to be a manufacturing related issue. Manufacturing performs a 100% pressure testing at the final stage of production, which would identify a leak in the catheter. The catheter tubing is made from a durable silicone based material however is susceptible to nicks and cuts when it comes in contact with a sharp instrument. The most probable cause of this defect would be that the device came in contact with a sharp instrument such as a scalpel to cause the leakage. Based on the investigation, no corrective action is required. Pressure testing is performed on all units. This investigation will be used for tracking and trending purposes.